Event description:
It was reported that no betadine included in the foley kit and water syringe was empty. Kit not operational for procedure.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. No actions can be taken at this time since a root cause was not identified. A DHR could not be performed since no lot number was provided. A labeling review was not performed because labeling could not have prevented the reported failure. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that no betadine included in the foley kit and water syringe was empty. Kit not operational for procedure. Per customer via email on 14jan2025. Customer reported that they were unsure if the physical sample was still available. Customer also stated that the lot number was provided in the initial report. The product was not used on the patient. It was taken into the room, opened at bedside, and that is when it was noticed the syringe was empty. Patient was impacted by having to wait for the nurse to obtain another kit. No other details were provided.